Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube identified a break 63cm distal from the strain relief and a kink 3.5cm distal from the break site. A visual and tactile examination of shaft polymer extrusion identified no issues. Microscopic analysis revealed that no tears were visible in the balloon material. All blades were intact within their pads and fully bonded to the balloon material. Marker bands/ tip were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
Reportable based on device investigation completed on 28jun2023. It was reported that a device kink occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was kinked upon advancing. The device was simply pulled out without any fragment left inside the patient. The procedure was completed with another of the same device. No complications reported and the patient is stable, however, device investigation revealed a hypotube break 63cm from the strain relief.